Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the ins was for the patient's neck and was removed shortly after it was implanted. Patient reported she got sick after implant and was diagnosed with a staph infection at the ins for her neck on (B)(6) 2017. Patient stated initially they tried to clean it but then patient got worse so it was removed. Patient thinks both of her leads and ins were removed by the same hcp that did the implant. Patient stated she was awake when they removed the ins and leads because she would not stop throwing up. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97702 lot# serial# (B)(6) implanted: (B)(6)2017 explanted: product type implantable neurostim ulator product ID 977a275 lot# serial# (B)(6)implanted: product type lead product ID 977a275 lot# serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the ins device was discarded. The patient got the infection from the surgical procedure or the hospital. No further complications were reported/anticipated.